Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the motor smelled when purewick urine collection system was plugged in. It was noted that the patient had been using the purewick product for less than 90 days. Per additional information received via sample form on (B)(6) 2021, customer stated that the motor smelt of burned motor parts and produced smoke. Also stated that both noise and smoke kept the patient up at night.

Event description:
It was reported that the motor smelled when purewick urine collection system was plugged in. It was noted that the patient had been using the purewick product for less than 90 days. Per additional information received via sample form on 17nov2021, customer stated that the motor smelt of burned motor parts and produced smoke. Also stated that both noise and smoke kept the patient up at night.

Manufacturer narrative:
The reported event is unconfirmed as the reported failure could not be reproduced. A bd purewick urine collection system was returned. The in-house external power cord was used for sample evaluation. When plugged in with external power cord, there was light and sound indicative of pump function. No odor or smoke present after device had been plugged in for 1 hour. Device not hot to touch after running for 1 hour. No electrical damage or evidence of smoke damage inside of device. As the reported event is unconfirmed, a DHR review is not required and a labeling/packaging review is not required. Correction: h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.